Event description:
Customer reported that the insulin pump was not delivering accurate readings. Customer reported experiencing high blood glucose levels and treating with boluses. During troubleshooting, customer reported that the insulin pump's drive support cap was flush. Blood glucose level was 270 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.